Manufacturer narrative:
Results: the catrx was kinked and fractured approximately 16.5 cm from the hub. The catrx was fractured approximately 129.5 cm from the hub. Additional kinks were located approximately 15.5 and 16.0 cm from the hub. Bends were present along the length of the distal fractured segment of the catrx. The guidewire lumen was damaged along its length. Conclusions: evaluation of the returned catrx revealed that the catheter was kinked and fractured. If the catrx is forcefully advanced through a tortuous anatomy, damage such as a kink may occur. Subsequently, if a kinked device is further manipulated, the kink may worsen to a fracture. Further evaluation of the returned catrx revealed bends and kinks along the length of the catheter shaft, damages along the guidewire lumen and an additional fracture at the distal tip. The bends and kinks along the catheter shaft and damages along the guidewire lumen were likely incidental to the complaint. The complaint indicated that no residual wire or remnants of the catrx remained in the target vessel; therefore, the fractured distal tip was likely incidental to the complaint. Evaluation of the returned non-penumbra guidewire revealed a piece of broken coil from the fractured catrx wrapped around the guidewire. This type of damage likely occurred due to the catrx fracturing while the guidewire was still inside the guidewire lumen of the catrx. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal artery using an indigo system catrx aspiration catheter (catrx). It was noted that the patient had a popliteal aneurysm that was previously treated with two stent grafts, and that the stent grafts were laterally displaced, creating extreme tortuosity. During the procedure, a non-penumbra sheath was advanced to the target vessel, followed by the catrx over a guidewire. It was reported that the physician experienced resistance due to the tortuosity on every pass and completed three passes using the catrx. While making the fourth pass, the physician aspirated some clot, which was distal to the most acute turn in the superficial femoral artery (sfa), using the same catrx. However, the physician noticed that there were lot of bubbles in the penumbra engine canister (canister). The physician then checked the catrx and noticed that it was in the process of breaking; therefore, the catrx was removed. Upon removal, the catrx was noticed to be broken at two points, near the hub and distal to the rapid exchange port, and the coil winds of the catrx were wrapped around the guidewire. The physician performed an angiogram and confirmed that no residual wire or remnants of the catrx remained in the target vessel. The procedure resumed, and the physician completing another pass with an indigo system aspiration catheter 6 (cat6) using the peel away sheath, an indigo system separator 6 (sep6), the same sheath, and guidewire. However, no clot was aspirated; therefore, it was removed. It was also noted that the resistance was expected while using the cat6. Subsequently, the physician attempted to place a balloon expandable stent on the clot. However, the stent came off the balloon due to the tortuosity of the previously placed stents. The physician then decided to end the procedure at this point. After the procedure, the physician mentioned that what was initially believed to be a ¿clot¿ was a large intimal hyperplasia. There was no report of an adverse effect to the patient.